Event description:
It is reported that a customer received a low reservoir alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they can clear the alarm and administer what they felt was high blood glucose. The customer stated that they might call back after they find their syringes and back-up supplies. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.